Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There were no log files submitted for review and there was no product returned for evaluation. The provided information indicated that the controller in question (hsc-078618) was replaced with a backup controller (hsc-078060). Additional information provided that the initial controller would not be returned for evaluation. The root cause for the reported event was unable to be determined through this investigation. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2: "required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in initial report. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm not confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 21 days ((B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2021 timestamp). Events captured on (B)(6) 2021 occurred during testing at abbott. Backup battery fault alarms due to a backup battery load test failure were intermittently active throughout the log file. The backup battery appears to have failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2020 at 11:36:50 for a system controller exchange. There were no other notable alarms active in the log file. The system controller underwent functional testing and passed all tests. The controller was connected to a mock circulatory loop for an extended period of time without any issue. A good faith effort was sent on (B)(6) 2021 requesting information as to the reasoning behind the system controller being returned. To date, no response has been received. The root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had backup battery fault alarm. The controller was exchanged and the issue was resolved.